Manufacturer narrative:
On july 25, 2023, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a 385cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On august 28, 2023, the mentor failure analysis lab has received the device for evaluation. The patient identifier has been updated to (B)(6). The patient's birthday was reported as (B)(6) 1981. The device date of implantation was reported to be (B)(6) 2022. The capsular contracture was diagnosed with an ultrasound. The patient's procedure was a breast augmentation revision. On august 30, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm mod classic gel, 385cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).